Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device met all manufacturing specifications. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2 of 2 for the same event: it was reported that the attachment device was causing the motor device to heat up. According to the report, the attachment device caused the motor device and electric cord to heat up. The reporter stated that as a result, the ¿nerve monitor¿ kept going off when the foot pedal device was depressed. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient or user injuries reported. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.